Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump alarmed no disposable, pump won't run. Air was noted. The patient was not affected. The reservoir volume was 40, the rate was 0.6. The patient was given 4.5. It was reported that a pump was alarming no disposable, clamp tubing. The pump was powered off and on, unable to start. The line was clamped and cassette removed. Air was noted. Massaged tubing while depressing green tab. Reconnected cassette and opened clamp. The pump was alarming no disposable, pump won't run. The cassette was removed again. Repeated troubleshooting efforts. Reconnected cassette but unable to restart the pump. Powered off the pump and the line was clamped. The patient placed a call to physician and is waiting to hear back. There was no patient injury reported.